Event description:
It was reported that a month post implant the left ventricular (lv) lead was found to partially dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558, implantable tachy lead, implanted: (B)(6) 2014; a 5076-45, implantable pacing lead, implanted: (B)(6) 2014. (B)(4).